Event description:
The stent was attempted to cross an obtuse marginal (om) lesion for 30 plus mins total. It would not cross, when removed the second time. It was noticed to be broken and unusable. There was no patient harm.